Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the rca. Approx 11 months post index procedure the patient suffered stemi due to instent thrombosis of the rca. The patient was treated with ballooning and thrombus aspiration. The patient recovered. The investigator assessed the event as probably related to the index device and possibly related to anti-platelet medication.

Manufacturer narrative:
The investigator assessed the stent thrombosis as probably related to the index device and possible related to anti platelet medication. Safety assessed the stent thrombosis as possibly related to the index device and probably related to anti platelet medication. Safety assessed the mi as causally related to the index device and not related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.